Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose (bg) was approximately 392 mg/dl. On (B)(6) 2021 customer had an elevated blood glucose of 464 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer went to the emergency room and was admitted to the intensive care unit for the high bg and a kidney bleed. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital (B)(6) 2021.